Event description:
A trilogy evo ventilator was returned to a third-party service center for four-year service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module (obm) assembly, obm harness, system printed circuit assembly board, and the 3-way solenoid valve were replaced to address the issues. Additional findings not related to the malfunction/issue: the air inlet foam filter and particulate filter were replaced. The device passed final testing.